Event description:
It was reported that noise leading to oversensing and competitive atrial pacing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not yet available.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not yet available.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not yet available.